Event description:
Plaintiff attorney called our firm reporting a case involving a pt with an injury to the left eye while wearing a contact lens. The attorney states the pt was on the couple's boat and fell asleep while wearing lenses. The pt awoke unable to remove his/her contact lenses. Medical records were recently received and injury od was also noted. The left eye injury was reported previously on medwatch 1033553-2011-00091. This report is for the previously unreported right eye. The ER reports "right eye, the pupil is round and reactive to light with moderate photophobia, large corneal ulcer centrally with a little broken glass type pattern on the cornea as well. Conjunctiva is injected but not as marked as the left eye... Out of the right eye, the pt can make out fingers in front of him/her, but nothing more than that. The report states that the pt had been swimming in the ocean while wearing contact lenses 2 1/2 days before visiting the ER. The pt was unable to remove contact lenses at that time and was attended by paramedics. The pt was advised to go directly to the local hospital ER but the pt declined. After 2 1/2 days, the pt presented to a different ER with pain, photophobia and blurry vision ou. The pt was treated in the ER with an 500ml IV bolus of normal saline, dilaudid 0.5mg, zofran, zymar q4h, unasyn 3.375mg IV, tobramycin eye drops, q1h alternating q30min with ancef q1h. The pt was admitted to the hospital for aggressive treatment of the left eye. The record characterizes the od injury as a corneal ulcer then as a corneal abrasion. The pt is discharged on (B)(6) 2008. Medications include cipro po, zymar and tobramycin drops. On exam (B)(6) 2008, va for od is 20/20-2. The od continues to improve to 20/20 by (B)(6) 2008. It is unk if the pt was wearing the same lot in both eyes. Lot l000rp1 was reported on medwatch 1033553-2011-00091 for the left eye. Lenses were reported to have been discarded by the pt. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device not returned. No eval will be performed. No conclusion can be drawn.